Event description:
It was reported by the rep the device was used during pneumonectomy. It was reported the device misfired and the staples flew out. The case was completed using another device. There was no consequence to the patient.